Event description:
It was reported that the mwj127 perform reverse peripheral and sphere screwdriver bit (t2) tip snapped intraoperatively.

Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.